Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the protector p50j experienced foreign matter contamination and coring observed in the vial or fluid path. Product defect was noted during use. The following information was provided by the initial reporter: after connected to the vial, fm was found in the protector.

Manufacturer narrative:
H.6 investigation summary: photos and one sample were provided to our quality engineer for evaluation. Through visual inspection, a black fiber consistent with textile material was observed. A device history review was performed for reported lot 1809131, no deviations or non-conformances related to the reported issues were identified during the manufacturing process. Retained samples of the same lot were used for additional evaluation, no fibers or foreign matter was observed on any of the product. Phaseal products are manufactured in a clean room. All individuals are required to follow proper gowning procedures before entering the room. We perform inspections and clearly defined cleaning procedures after production of each lot. Based on our investigation it was determined this incident occurred as a result of personnel not properly following gowning procedures. Manufacturing personnel have been made aware of your experience to increase awareness of this matter. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence.

Event description:
It was reported that the protector p50j experienced foreign matter contamination and coring observed in the vial or fluid path. Product defect was noted during use. The following information was provided by the initial reporter: after connected to the vial, fm was found in the protector.